Manufacturer narrative:
(B)(4). Attempts to obtain the following information has been performed but not received. If the further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number(s). Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4).

Event description:
It was reported in an journal article that during total knee arthroscopy procedure on a unknown date topical skin adhesive was used. Title: skin closure with 2-octyl cyanoacrylate and polyester mesh after primary total knee arthroplasty offers superior cosmetic outcomes and patient satisfaction compared to staples: a prospective trial authors: kavin sundaram; nicolas s. Piuzzi; brendan m. Patterson; kim l. Stearns; viktor e. Krebs; michael a. Mont citation: european journal of orthopaedic surgery & traumatology; doi: https://doi.org/10.1007/s00590-019-02591-4. The goals of this study were to compare patient satisfaction and wound-related complications in patients receiving 2-octyl cyanoacrylate (glue) and polyester mesh for skin closure after primary total knee arthroplasty (tka) versus staples. All primary tka for primary osteoarthritis of the knee between january 15, 2018, and february 27, 2019 were included in the study. There were 54 patients underwent 60 tkas in which they were divided into 2 groups: for the control group (male=15, female=15; mean age 62 ± 7 years; mean bmi=33 ± 5.2 kg/m^2), the arthrotomy (deep layer) was repaired using number 1-0 braided, polyglactin 910 absorbable suture (vicryl, ethicon). The intermediate layer was closed using 2-0 braided polyglactin 910 absorbable sutures (vicryl, ethicon). For the glue and polyester mesh groups (male=8, female=22; mean age= 62 ± 8; mean bmi=33 ± 5.2 kg/m^2), closure of the arthrotomy and intermediate layers was performed in similar fashion of the control group. Closure of the subcutaneous layer was performed in running fashion using a unidirectional barbed number 4-0 monofilament absorbable suture (stratafix number 4 monofilament suture, ethicon)/monocryl (ethicon). The skin edges were approximated using adhesive polyester mesh (prineo, ethicon). 2-octyl cyanoacrylate (glue) (dermabond, ethicon) was applied in a single layer on the polyester mesh and allowed to dry for a minimum of 30s. Reported complications in glue and polyester mesh group included superficial surgical site infection (severe cellulitis) (n=(B)(6) year old man) which required readmission on postoperative day 4. He left against medical advice before he received intravenous antibiotics and required a second readmission for insert of a peripherally inserted central catheter (PICC) line. Ultimately, the patient successfully completed an intravenous course of antibiotics had no further complications during the study period; wound dehiscence (n=(B)(6) year old man) in which he underwent treatment with debridement, antibiotics, irrigation, and implant retention (dair). In conclusion, the study suggest that glue and polyester mesh closure may offer superior cosmetic outcomes to staples for skin closure." Additional information was requested.